Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the patient side manipulator (psm) arm experienced a related system error and the arm would not home. The surgical staff restarted the system a few times but problem persisted. The site used another da vinci system to complete the planned procedure. No patient harm, adverse outcome or injury was reported. During internal failure analysis investigation, the psm arm failed the slow sweep test. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. If this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.

Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Psm part number 380900-02 and serial number (B)(4): failure analysis investigation found that the arm failed the in-house slow sweep test. The axis-2 brake was replaced and the arm was upgraded with new brakes, gears, bearings and shafts. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.